Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a colon procedure, the device had a leakage at the balloon and could not be ballooned for fixation. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Product analysis #228588383:post market vigilance (pmv) received one spacemaker blunt tip trocar 10mm opened by the account with the appropriate packaging in undamaged condition. The product will expire on 2019. The visual inspection of the returned product noted the trocar balloon; lock collar and obturator appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated no leaks detected. If information is provided in the future, a supplemental report will be issued.